Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported significant glistenings in a intraocular lens (iol) that thought to have been implanted roughly 15 years ago. The patient experienced poor vision. The lens was replaced. (B)(4).